Manufacturer narrative:
The investigation has been completed. Based on the analysis, the usb port issue could not be verified; however, the battery depletion issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was damage to the usb port that prevented the customer from being able to charge the pump. Additionally, the battery gauge was observed to be depleting rapidly. The customer's blood glucose (bg) was 174 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.